Event description:
It was reported by an ER physician that a vns patient felt like his vns device "was not working right". The ER physician indicated that the patient had been tased and the patient made the comment that his device was not working right. At the moment good faith attempts to obtain further information have been unsuccessful to date as the patient recently moved to another state and no treating physician had been appointed.